Manufacturer narrative:
Upon visual inspection of the picture, it was noted that labeling of samples were not readable in some area of the samples, but the product code, lot number and expiration could be read with any difficulty. However, no conclusion could be reached as how the labeling of samples was damaged as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The photo of the product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the suture package had an illegible label printing; some printed words were missing. This quality defect prevented this product from being used.